Manufacturer narrative:
The agent reported, pain. Female 79 complaint has been evaluated and is similar to report number (B)(4) - pain, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to pain.